Event description:
I was recommended to have a total knee replacement, surgery was performed (B)(6) 2011, not a successful event giving myself time to heal per surgeon request was an extremely painful event in it self. I was told by 3 physicians that a revision was needed. Causes for the revision were all a little similar in nature but different in terms. A deteriorated arthroplasty, in addition to the early failure my problems have all been medically documented which includes knee stiffness, knee pain, difficult walking, swelling warmth to the touch, decreased and limited rom, inability to bear weight and with possible signs of loosening. I walk with a cane at the good age (B)(6); once healthy now disabled. My revision is scheduled (B)(6) 2013.